Event description:
Edwards has learned of a valve-in-valve intervention for a failing 23mm aortic pericardial valve implanted for approximately thirteen (13) years and three (3) months. The reason for failure has not been provided. Device remains implanted. No other information has been made available.

Event description:
Through follow up with the health care provider, it was learned the pre-operative diagnosis was severe prosthetic aortic valve stenosis. Transfemoral tavi was with a 23mm aortic valve. Iotee revealed severe prosthetic aortic valve insufficiency, but no stenosis. At the conclusion of the intervention, tee revealed a well-placed transcatheter valve with no aortic valve insufficiency. The patient tolerated the procedure well and was taken to the cvsicu in stable condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification, host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. In this case, attempts to get additional information regarding the condition of the device or reason for the intervention, information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. With the available information, no corrective or preventative actions are required at this time.

Manufacturer narrative:
No additional information has been made available regarding the condition of the device at the time of the procedure. Therefore, we are unable to determine root cause for the reported insufficiency of the device. If new information becomes available, a follow up MDR will be submitted.